Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called to report that they opened the wound drain and found hair in the sealed package.

Event description:
It was reported that the customer called to report that they opened the wound drain and found hair in the sealed package. Customer email response received on 01oct2025. It was reported that defect was noticed prior to use. No patient impact was reported.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), used silicone foley. Visual inspection of the one-photo sample noted a strand of hair on the wound drain, inside the package. The instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.